Event description:
After treatment under the eyes with juvederm, the patient noted puffiness and bruising under the eyes in addition to some bleeding at the treatment sites. The physician confirmed edema and ecchymosis at the treatment sites, and did not observe additional bleeding at the treatment sites. Performed drainage of the site with needle aspiration in addition to prescribing oral prednisone and antihistamines.

Manufacturer narrative:
Medwatch sent to FDA on 16/apr/2008. Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications.